Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a 10 cm in length thoracic dissection. The physician implanted the valiant stent graft successfully. The following day it was reported from the physician that the patient expired. There was no autopsy performed. The physician indicated that, it was just too sudden of an event on table that only responded to volume; rhythm was ok. There is no further information available. Review of returned pre-implant cta¿s revealed that the patient had a type a as well as a type b dissection. The type a dissection was located within the entire ascending thoracic. The type b dissection began in the arch and extended distally into the abdominal aorta. The approximate thoracic diameter (across both lumens) just proximal to the innominate was 40mm, at the arch was 37mm, at the mid-descending thoracic was 38mm, and at the level of the celiac was 37mm. Images post-implant were not provided. The cause of the rupture could not be determined from these images. This was most likely patient related; pre-existing condition.